Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was reviewed, and the following was observed: low tortuosity and low calcification within access vessel. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3ru IFU was reviewed. 'Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for frame damage was unable to be confirmed due to unavailability of relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, ''directly following implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, it was noticed that a strut on the valve was bent. The loader was all the way in and there was no significant tortuosity or calcification. The valve didn't cross the native av easily, but didn't struggle much either. It was not noticed that the strut was bent until after deployment and the case ended. It was noticed it in the control room as the screen in the procedural room is very small.' Per follow up, 'the perceived root cause is possibly from the force (though not significant) used trying to get across the native av. Possibly that the loader must not have been all the way in'. In this case, inadequate loader insertion was reported. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. If the loader was not inserted through the sheath properly, the crimped valve can be exposed to and interact with the inner lumen of the sheath, resulting in frame damage to the inflow side of the valve. Additionally, during implantation difficulty was encountered and force was applied to cross the native av. If high push force was applied, it can potentially lead to the valve struts interacting with the vasculature and result in strut damage as reported. As such, available information suggests procedural factors (inadequate loader insertion, high push force) may have contributed to the complaint event. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), directly following implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, it was noticed that a strut on the valve was bent. The loader was all the way in and there was no significant tortuosity or calcification. The valve didn't cross the native av easily, but didn't struggle much either. It was not noticed that the strut was bent until after deployment and the case ended. It was noticed it in the control room as the screen in the procedural room is very small. The patient is fine and no issues occurred. Additional information received from the fcs noted that there were no crimping issues and no resistance during insertion. The angle of insertion was normal. The valve was implanted in the intended position. The ds and esheath were both removed normally with no damage seen to the device. The patient left in stable condition. The perceived root cause is possibly from the force (though not significant) used trying to get across the native av. Possibly that the loader must not have been all the way in.